Event description:
The physician implanted graftmaster stent graft in 2006 in an attempted treatment of a free perforation, size and location were not reported. The stent was implanted at a maximum pressure of a fourteen (14) atmospheres but the perforation was not sealed. A complication reported as a perforation in the right coronary artery (rca) with "pain/exacerbation" led to surgery. This complication was reported as "not device related." The current patient condition is unknown, however, the patient did not die.

Manufacturer narrative:
The device was not returned, however, the lot information was provided. A device history record review did not provide any information relevant to this investigation.